Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that (B)(4) spd department has raised concern about the ability to ensure proper and thorough cleaning of the quickset acetabular grater handle and quickset acetabular grater heads. Quickset grater handle: there is no way to visually inspect the area between the shaft and spring loaded collar to ensure there is no remaining bio burden. Quickset grater head: there is a groove that is very difficult to clean in the inside, upper rim of the grater head. (B)(4) spd would like to know if there are any manufacture recommendations for proper cleaning to ensure all bio burden is removed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that (B)(6) department has raised concern about the ability to ensure proper and thorough cleaning of the quickset acetabular grater handle and quickset acetabular grater heads. Quickset grater handle: there is no way to visually inspect the area between the shaft and spring loaded collar to ensure there is no remaining bio burden. Quickset grater head: there is a groove that is very difficult to clean in the inside, upper rim of the grater head. (B)(6) would like to know if there are any manufacture recommendations for proper cleaning to ensure all bio burden is removed.